Event description:
It was reported per the rn to the clinical support specialist (css) that at 0535 est the rn called to confirm the ability to use the femoral sheath side port aline as a source for the intra-aortic balloon pump (iabp). The rn stated this was a conventional intra-aortic balloon (iab) that was inserted over 7 days previously. The pump was pumping well in autopilot mode, achieving the goals of therapy with no alarms or interruption in pumping, utilizing the side port femoral aline. The rn stated that the central lumen had become dampened and appeared to be clotting (won't aspirate or flush). The rn had connected the side port aline from the sheath to the iabp. The rn stated the waveform looked good. The rn just wanted to make sure it was okay to use this aline for the pump. The css explained to the rn that it is always best to provide the best source available to the pump. In this case, a femoral aline source was all that was available. The css reviewed why a femoral aline source is not ideal due to delay in signal transmission; however, it is the best source currently available so using it is appropriate. The css also explained why the pressure obtained from the source may not be accurate due to clearance between the iab and the sheath. The rn stated they were using the pressures from the cuff on the bedside monitor which they feel are an accurate clinical representation for the patient (pt). The css discussed the pt. Status with the rn who commented that the pt is to be weaned in the am. The css and rn discussed that an unstable pt that may remain on the pump longer would probably benefit from a radial aline insertion. However, since the pt is beginning weaning the md may choose not to insert another line. The rn stated the options will be discussed with the md. There was no medical/surgical intervention needed. No delay or interruption in therapy was noted. There was no report of pt death, complications or injury. The pt outcome is the pt is stable and weaning to begin in the am. It was noted that the iabp used was an autocat2wave, (B)(4).

Manufacturer narrative:
(B)(4).